Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via a radial approach. The chronically total occlusion (cto) lesion was located in the non-calcified right coronary artery (rca). The lesion contained a significant bend. The proximal cap of the cto was punctured with a non-bsc guide wire. The wire was exchanged to another non-bsc wire and advanced to the distal rca. The cto was crossed with a non-bsc microcatheter. The wire was exchanged to another non-bsc wire. The lesion was predilated with a 2.0x12mm balloon catheter that was inflated to 14-16 atms. The proximal rca was predilated with a 2.5x18mm balloon catheter that was inflated to 14-16 atms. A 2.75x38 mm promus element drug eluting stent (des) was positioned in the distal rca and deployed at 10 atms. The stent delivery balloon was inflated for at least 20 seconds. The stent was postdilated. A 3.5x32mm promus element des was positioned in the proximal rca, overlapping the 2.75x38mm promus element des, and deployed. The stent delivery balloon was inflated for at least 20 seconds. No stent foreshortening was noted. The 3.5x32 promus element des was postdilated and it was noticed that the 3.5x32mm promus element des had forshortened and there was now a 2-3mm gap between the stents. As the flow was good and the result was also good, no further action was taken in the rca. The procedure was completed with the implant of a 3.5x28mm non-bsc stent to treat a lesion in the left anterior descending artery. No patient complications were reported and the patient¿s status is stable.